Event description:
It was reported that the patient underwent an anterior cervical surgery. It was reported that the patient underwent a revision surgery approximately 3 months post-op due to two screws backing out. The screws were removed and replaced with rescue screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.